Event description:
It was reported that while the patient was lying in a supine position during an x-ray procedure, a short run of oversensing was observed. No changes were made and no reoccurrences of the oversensing have been observed. Patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).